Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated error code 61 consistent with an external flash write error and error code 57 consistent with a software runtime error, leading to alarms and device restart or malfunction that were not resolved despite outreach and troubleshooting education attempts. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status or required medical intervention. Investigation included customer contact attempts, remote troubleshooting guidance, and return of the device for evaluation. Time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.